Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. The field service engineer (fse) replaced the biometric identifier and remotely ran the es driver update. Upon arrival, smart remote manager was found to be failing. After resolving the biometric identifier issue, the fse replaced the mini switches on the smart remote manager latch. An acceptance test was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed message on screen biometric identifier device required maintenance. Device access using password required witness. When user logged on device, it was asking for password and witness each time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.